Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device blade did not retract and the jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. There was no pt injury.